Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager constantly need to recover. A field service engineer replaced latch and harness to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager need to be recovered. Customer stated that there was delay in dispensing workflow. There were no adverse events or injuries reported based on this event.